Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving no delivery alarms during bolus deliveries. Customer's blood glucose was 351 mg/dl. The customer also stated their blood glucose was high from the no delivery alarms. The customer also stated they had treated their high blood glucose with syringes and insulin. Troubleshooting found insulin was able to exit during a fixed prime. The customer also stated their cannula was not bent. The customer was advised their infusion site may be occluded. Customer also reported a big air bubble traveling through the tubing during troubleshooting. The customer stated the air bubble was caused by them forgetting to prime/push air out of the reservoir before inserting it into the insulin pump. No additional information provided.